Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic because he was not responding to biventricular pacing therapy. Upon examination, the left ventricular lead exhibited capture in the left atrium at low capture threshold and capture in both left ventricle and left atrium at high capture threshold. It was suspected that there was lack of capture in the left ventricle since the implant as the capture threshold listed on the implant documentation was low. On (B)(6) 2019, the chronic lead was capped and the new lead was implanted in the posterior lateral branch of the coronary sinus. The patient was in stable condition throughout the event.